Event description:
Customer reported that a pt presented with signs of an infection six days following a melanoma skin excision. The pt was prescribed antibiotics. The current status of this pt is reported as resolved.

Manufacturer narrative:
Date sent to the FDA: 03/10/2009. Infection occured- conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.